Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05545. Customer has indicated that the product will not be returned to zimmer biomet, product discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately five years post-implantation due to trunnionosis and an adverse metal allergy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Final assessment: this follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.